Manufacturer narrative:
Analysis of the cart 9734056 s7 staff shrt 100-120v intl (serial #: (B)(4)) found insufficient information, as it passed the work order. Product event summary #matters s7 amber led on camera.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the orange led on the camera was lit and the middle was out. No patient present.